Event description:
A malfunction was reported with the pump, showing malfunction code 12, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, keeping it within normal range. The customer was unable to reset the pump due to a lack of charging supplies, and technical support did not provide reset information. The customer was advised to follow up and continue troubleshooting.